Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device destroyed.

Event description:
It was reported to boston scientific corporation in 2005, that a gold probe device was used during a bleed procedure performed in 2005, (patient age, gender and weight are unknown). According to the complainant, during the procedure the tip broke off while they were cleaning the device. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".